Event description:
It was reported that during pre-surgery or surgery, it was observed that the "arrow was scuffed up which keeps the motor from staying in correct rotation" on the motor device. The reporter could not clarify if the device was used in surgery. No injuries or medical intervention were reported. The event date was unknown to the reporter. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was damaged and the device doesn't work. Therefore, the reported condition was confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.